Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 88609 was returned and analyzed. Visual inspection of the balloon catheter showed blood inside the balloons. Smart chip verification indicated the catheter was used for 8 injections. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 1.40 inches from the tip. In conclusion, the reported system notice was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The "continue" button was pressed without resolve. The cables were replaced and system was rebooted without resolve. The radiofrequency generator in the room was also powered down without resolve. The balloon catheter was then replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.